Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer experienced an elevated blood glucose (bg) of 500 mg/dl with an unspecified level of ketone and had to go to the emergency room, and subsequently was hospitalized in the intensive care unit (ICU). Customer had to be intubated and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue with no permanent damage to the customer, who was released from the hospital on (B)(6) 2026. Customer continued using the pump for insulin therapy.